Manufacturer narrative:
(B)(4). Batch # p9389t. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, it was found that the tissue pad was cracked and partially missing when the device was wiped. But no pieces were left inside the patient. The device was used on the rectal mesentery. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p9389t. Investigation summary the device was returned with the tissue pad damaged, melted, and partially detached. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged use/activation of the device without tissue being present between the tissue pad and blade may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.